Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the left foot surgery to fuse bones in her heel on (B)(6) 2020 was terminated after incision due to insufficient or non-existent instruments. Subsequently the surgery was rescheduled and performed on (B)(6) 2020. It is further alleged that on (B)(6) 2020 during a left talonavicular joint arthrodesis and left subtalar joint arthrodesis the tip of the 2.0 mm drill bit used to fenestrate the bone broke off in the talus and was entombed within her bone.